Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was returned to zoll medical corporation; the customers report was duplicated and attributed to a faulty conductor flex cable. The device was scrapped and a replacement was sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The malfunction was observed during testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing which included 30 joule testing, readiness testing, stress testing, and bench handling without duplicating the malfunction. The bridge board was replaced as a precaution. A replacement device was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.